Event description:
During a retrospective review of the service notifications, it was found that during equipment testing, the 18l6 hd transducer displayed a triple image artifacts. The unspecified procedure was completed without changing any equipment. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4). Follow-up narrative: this supplemental report is being submitted to update the event problem and evaluation codes and to provide. Additional manufacturer narrative. The device was not returned but the savelogs were reviewed and it was found that the root cause of the triple images is an initialization issue when the transducer is selected, which occurs roughly 1 in 1000 probe initializations. The interim solution would be to look for the triple image when the transducer is selected, which can be done by pressing a finger on one end of the transducer, and making sure the image is as expected, i.e. You can see one finger on the image. This issue was resolved in (B)(4), via (B)(4) through (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.